Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53e3n. (B)(4). Additional information was requested and the following was obtained: when the device stuck, did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? Na. When the device stuck, did the device cut? Yes. If yes, was the cut line complete? No the cut line is not complete. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. On which firing did this event occur (1st, 2nd, 12th, etc.)? 3th. How was the procedure completed? Use a new stapler. The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lung segmentectomy procedure, they were firing with the blue reload and stuck. They reverse the knife and it was hard to open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.